Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and chest pain. It was also reported that the right ventricular (rv) lead exhibited no capture and had dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.